Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a lung tumor during a trachea metal stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed. However, when the physician adjusted the stent, the wire at the proximal end of the stent fractured. The stent was removed from the patient and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient's weight: 63.5 kilograms block e1: initial reporter's city, province and zip/postal code: (B)(6). Block h6: problem code 3009 captures the reportable event of stent positioning issue. Problem code 1069 captures the reportable event of stent suture break. Block h10: a fully deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device did not find any damages or issues to the stent and stent suture. The outer diameter of the stent was measured and was found to be within specification. The reported event of stent suture break was not confirmed; no damages were noted to the stent suture. The investigation concluded that the reported event was likely due to procedural factors. It maybe that how the device was handled or manipulated during the procedure. The customer reported that the proximal end of the stent was fractured when adjusting the position of the stent; however, there was no confirmation on what the customer indicated because the stent sutures were returned in good condition. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/ product label.

Manufacturer narrative:
Patient's weight: (B)(6) kilograms. Initial reporter's city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a lung tumor during a trachea metal stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed. However, when the physician adjusted the stent, the wire at the proximal end of the stent fractured. The stent was removed from the patient and another ultraflex tracheobronchial stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.